Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, d3, g1, and g2 email is: regulatory.responses@icumed.com.

Event description:
It was reported that the pump over infused during testing. No patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged battery compartment and observed a noisy motor. There was no evidence to review in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the most probable root cause was an out of specification explore. The explore was sanded as a preventative measure. The service history review identified no indication that the complaint was related to a service of the device within the review period. G1,g2 email is: (B)(6).